Event description:
Pt was revised to address poly wear and fracture of the patella poly.

Manufacturer narrative:
No products were returned for examination. Product info required to review the device history records and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported device fracture and wear without the devices to examine. It was noted the products were implanted for approx twenty-four years prior to revision. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.